Event description:
It was reported that the customer was hospitalized for dka. The customer stated that the pump was not working. Prior to the event, the customer has nausea and upper body muscle tension. It was indicated that the md requested for the pump to be replaced.